Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the ICU department. "Prior to inserting the swg, the use found that its tip was so kinked that it couldn't be inserted safely". As a result, a new kit was opened and used to perform the procedure successfully. There was no delay, harm, complication, death, or injury reported to the pt as a result of this occurrence.